Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.

Manufacturer narrative:
Additional information: imdrf annex a,g,c and d codes.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.